Event description:
The customer reported that the device experienced a power failure when it was plugged into the ac outlet. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device experienced a power failure when it was plugged into the ac outlet. No pt involvement was reported. A philips field service engineer evaluated the device and verified the failure. The issue was diagnosed as a problem with the ECG out / ac mains assembly cable. The ECG out / ac mains assembly cable was replaced to resolve the issue. The device passed all testing and remained at the customer site.